Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock while lying in bed. The patient was subsequently seen in-clinic where isometrics were unable to reproduce the over-sensed artifacts that occurred at the time of the shock. Boston scientific technical services (ts) was contacted and confirmed that the artifacts were consistent with those originating from the sense node b. Additionally, there was evidence of low amplitude measurements. Ts recommended programming the device to the secondary sensing vector and continue with close monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.